Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported charring. On an unspecified date, the ac power adapter was connected to a gemstar pump. After an unspecified length of time, it was reported that the ac power adapter began to burn between the connection of the ac power cord plug and the transformer of the ac power adapter. No specific details were provided. During visual examination at the user facility, charring was noted on the ac power cord plug and the transformer of the ac power adapter. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.